Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, and that the pump took "longer to charge." There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.